Manufacturer narrative:
Camera head cable is severaly cracked and leaks, causing malfunction. Unit has never been serviced.

Event description:
When the camera was plugged in, it flickered and then went black. Patient was on the table and had to be put under anesthesia twice. Tried several ccu's before the customer realized the camera head was the main problem. Patient was brought out of the room and brought back in an hour later. A two-hour delay was experienced during the knee procedure. Or manager stated all was well as soon as they discovered the camera head was the problem. Patient has recovered with no problems.